Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was revealed that the right ventricular sensing had dropped. It was discussed that part of measured qrs complexes were blanked during the blanking period following atrial paced events. Programming changes were suggested. Further information could not be obtained.